Event description:
Revision surgery following stem loosening, no infection has been detected. The device was implanted in 2013, the exact primary surgery date is unknown.

Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 124026: (B)(6) items manufactured and released on (B)(6) 2012. Expiration date: 2017-11-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Manufacturer narrative:
On the 05th of july 2022 we have received the stem involved in the event and the liner and the head even if are associated component. Visual inspectiion performed by r&d project manager: during the visual inspection it has been noticed that part of the proximal aspect of the stem is covered with ha coating meaning that the stem was not completely osseointegrated with the patient bone. Some signs and scratches are present on the neck surface of the stem and on the pe liner probably due to revision surgery. It is not possible to determine the root cause of uncorrect stem osseointegration.